Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. The device was returned in the blister tray in the carton. The lens stop and the plunger stop has been removed. The plunger is oriented correctly. Correct nozzle confirmed on the device. The plunger has been retracted to mid-nozzle. Viscoelastic is dried in the device. No damage or abnormalities observed. The lens is returned in a pouch. The lens is cut in a half through the optic. Solution is dried on the iol. Scratches observed. The product investigation could not identify the root cause for the reported complaint "scratch found on lens surface after delivery". The lens was returned outside the device, due to this lens position for the advancement cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with an intraocular lens (iol) implantation, a scratch was found on the lens. The lens was replaced during the same procedure with no harm to the patient. Additional information has been requested.